Manufacturer narrative:
The reported events were noise, loss of capture, insulation damage and high pacing impedance. As received, a complete lead was returned in two pieces for analysis. The reported events of noise, loss of capture and insulation damage were confirmed. Visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil, proximal to the suture sleeve tie impressions. Full breached insulation degradation was also noted adjacent to the connector boot and proximal to the suture sleeve tie impressions and at the distal region of the lead. The cause of the reported events of noise, loss of capture and insulation damage was isolated to the external insulation abrasions which are consistent with friction to the device can and full breached insulation degradation. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the as received condition of the lead.

Event description:
During follow-up, noise, loss of capture and increased pacing impedance was noted on the right ventricular (rv) lead. The issue was resolved during an unrelated procedure by explanting and replacing the rv lead. During the unrelated procedure, insulation damage was visually observed. The patient was in stable condition.